Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The 311403 breath circuit, anesthesia, adult, exp 0.5-1.8m w/exlon was setup for leak testing on a lab leak tester. Per iso standard 5367 annex e, the anesthesia tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded was 10ml/min. The 311403 anesthesia tubing set is leaking, but well within the specified range, established in the iso acceptable parameters. The device history record of batch number 74e1801616 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. Leak testing did not provide any conclusive evidence that the anesthesia dual limb vent circuit was leaking outside of the acceptable parameters. The complaint cannot be confirmed. No issues were found with the returned sample.

Event description:
The complaint is reported as: "circuit presented leak". The issue was detected prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "circuit presented leak". The issue was detected prior to use on a patient during inspection/functional testing.